Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to urinary incontinence caused by a possible urethral atrophy. A new balloon was implanted. No patient complications were reported in relation to this event.